Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to verify e15 alarm due to blank display.

Event description:
Customer's wife reported via phone call that husband's insulin pump alarmed with an error indicating a failed memory test. Troubleshooting was performed and the insulin pump passed the self test. The insulin pump will be returned for analysis.